Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. (B)(4) stent positioning placement issue. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted to treat a malignant tumor in the esophagus during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2015. According to the complainant, during the egd procedure the physician deployed the wallflex esophageal stent without any issues. The physician felt that the position of the wallflex esophageal stent was good at this point but if it was moved proximal in the esophagus about a cm it would be perfect. While the physician was moving the wallflex esophageal stent with rat tooth forceps, the forceps got stuck on the suture wire of the stent. The physician attempted to "wiggle" to get unstuck, but ended up moving the stent past the stricture and completely out of the patient. In the physician's assessment, the wallflex esophageal stent worked fine; there were no issues with the stent. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.